Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specs. The root cause of the endoleak is unknown. Additional device implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2010, the pt was implanted with two gore tag thoracic endoprostheses to treat an acute complicated type b dissection. It was reported that the dissection was completely excluded at the end of the procedure. At a one-year follow-up in (B)(6) 2011 (date unknown), follow-up imaging identified a proximal type I endoleak. On (B)(6) 2012, follow-up imaging confirmed the presence of a proximal type I endoleak with evidence of a pseudoaneurysm, false lumen reperfusion, and aneurysm enlargement of 4.5-5 cm. It was reported that the endoleak was due to the dissection, but it is reportedly unknown if the dissection extended proximally after the implant procedure. On (B)(6) 2012, the pt underwent a carotid-subclavian bypassing procedure as the first part of a staged procedure. On (B)(6) 2012, the second part of the stage procedure was performed whereby a conformable gore tag thoracic endoprosthesis was implanted for proximal extension. It was reported that ap proximal type I endoleak was again identified after the implant of the additional ctag device. Additional angioplasty was performed, but it is unknown if the endoleak completely resolved. The procedure was concluded and the pt tolerated the procedure. No further adverse events were reported.